Manufacturer narrative:
(B)(4). Batch # t93g9z. Additional information was requested and the following was received: is the white tissue pad completely missing from the clamp arm of the device? The white plastic pad (cover) was completely disconnected from the jaw of the device 2. No parts of device entered to the patient¿s body. Investigation summary the analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition the instrument was received with the black coating of the blade damaged. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that during an unknown procedure, there was an equipment breakdown (nozzle harmonic). During surgery white plastic pad disconnected from passive scissors jaws. The situation occurred on the first attempt at resection. No injured.